Event description:
Patient's stating that the tube is causing irritation and occasionally some minor bleeding in the trachea. The mother is making an appointment with the doctor to do the tube change as routine trach replacement for the patient. The caller reported that the patient has had the trach for a few years.

Manufacturer narrative:
New information provided by the reporter on (B)(6) 2012 indicated that they switched over from the disposable to the reusable product. No sample was made available for analysis. Information has been added to the database for trending purposes.